Manufacturer narrative:
A philips technical consultant (tc) was dispatched to assist the biomedical engineer (biomed) with alarm hardware and alarm volume settings. The customer stated that they are unable to hear the alarms from the central station when they are down the hall and in a patient room. The unit is shaped like a t. The speaker is located under the desk at the nurses' station which is the intersection of the t. The tc determined that the sound would be enhanced with speakers placed at the remote displays which are down every wing of the t. This report is not confirmed. Information was provided to the customer to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported the users were unable to hear the alarms from the central station when they are down the hallway of the unit. Initially, the customer indicated a cardiac event had occurred with a 'negative' outcome; however, additional information was not disclosed as the incident had occurred months prior but was not reported. The customer requested assistance pulling clinical audit logs, evaluating alarm settings, and determining whether additional speakers could be placed down the hallways of the unit. Additional information received indicated there was no device malfunction, no missed alarm, and it was not alleged the volume was too low. The customer was unable to specify when the event occurred and which hospital floor, so logs could not be pulled. There was no bedside monitor involved but the telemetry pack in use could not be identified. The volume was set to 6, so no changes were required but the customer wanted to review configuration settings specific to alarms, volume, and time outs. Based on this information, the type of harm remains unknown and it cannot be determined whether a philips device caused or contributed to the reported event; however, based on the customer's responses, there was no malfunction and settings were acceptable upon inspection. The cause of the reported cardiac event remains unknown.